Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device issue has been reported. It was reported that the procedure was to treat a heavily calcified lesion in the mid cx. After direct stenting with the 3.0 x 15 mm promus stent, a perforation was observed under angiography. A 3.5 x 12 mm graftmaster stent was used to seal the perforation. The pt is reported to be fine. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. There was no report of any device malfunction at the time of the stent implant. It was reported that the lesion was not pre-dilated prior to implant of the 3.0 x 15 mm promus stent. Perforation, as listed in the promus IFU, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. It should be noted that the promus IFU states, "pre-dilate the lesion with a ptca catheter." It is possible that the perforation is related to the direct stenting technique. However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.